Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the (B)(4) filter products that are cleared in the us. The pro code and 510 k number for the (B)(4) filter products are identified respectively. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image review: based on the images provided, a bard (B)(4) jugular filter did not expand upon deployment, can be confirmed. Based on the images provided, the (B)(4) filter was captured and retrieved, can be confirmed. Based on the images provided, another (B)(4) jugular filter was deployed in an upright position, can be confirmed. Based on the images provided, the second (B)(4) filter deployed in the ivc was identified with three legs crossed at the anchors, can be confirmed. Conclusion: the device was not returned for evaluation. Images were provided and reviewed. Three legs were identified to be crossed at the anchors in the imaging. Therefore, the investigation was confirmed for failure of the filter to expand upon deployment. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the (B)(4) filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was discovered during an image review of a previous ivc filter event, upon deployment of the second filter, three of the filter legs were allegedly crossed at the anchors. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided and is currently under review. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was not returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was discovered during an image review of a previous ivc filter event, upon deployment of the second filter, three of the filter legs were allegedly crossed at the anchors. The filter remains implanted. There was no reported patient injury.